Event description:
It was reported that the customer was admitted in the intensive care due to diabetes ketoacidosis and high blood glucose of 600 mg/dl. The symptoms leading to her hospitalization were fever, vomiting, and abdominal pain. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Reviewed the alarm history and found no delivery alarms. Advised the customer to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.